Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, an intravenous puncture was performed on this patient using a closed-system intravenous cannula. After the puncture was successful and the infusion valve was opened to begin the infusion, fluid leakage was observed at the plastic connector of the cannula. Following an investigation, the cannula was removed, a new one was inserted, and the patient and family were reassured before the puncture was repeated.